Event description:
The customer called to report that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 603 mg/dl. The customer changed the infusion set because he thought there was an occlusion, but that did not solve the problem. The customer stated that the health care professional requested a replacement insulin pump. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. The insulin pump was received with a damaged battery cap coin slot.